Manufacturer narrative:
During preventive maintenance, the thermogard xp ivtm system (sn (B)(4)) displayed "coolant level low" message, although the coolant reservoir was full. The root cause for the observed message was due to defective coolant sensor block. The thermogard xp ivtm system was manufactured in 2018 and is almost 2 years old. Upon visual inspection, no physical damage was observed. During functional testing, the thermogard xp ivtm system displayed "coolant level low" message when the coolant reservoir was full. The coolant sensor block was replaced to address the observed problem. Following service, the thermogard xp ivtm system passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm system with sn (B)(4).

Event description:
During preventive maintenance, the thermogard xp ivtm system (sn (B)(4)) displayed "coolant level low" message, although the coolant reservoir was full. No patient involvement.